Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : it was reported that on an unknown date (before 1995), the patient underwent the primary surgery with stem and sri surelock connector in question at another facility ((B)(6) hospital). On (B)(6) 2023, the patient's peri-stem fracture was confirmed. Hence, surgery for bone union is scheduled for dec 13 at this facility. No further information is available. The product was not returned to depuy synthes, however photos were provided for review. (B)(6). Visual inspection of the returned device found nothing indicative of a device nonconformance. The x-ray investigation revealed nothing indicative of a device nonconformance. Femur bone fracture can be observed from the x-ray. Since the device was not returned, a dimensional inspection cannot be performed. The overall complaint was confirmed since the femur bone fracture was observed on the x-ray evidence. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot : the device lot number is unknown, therefore a device history review could not be performed. If the lot/serial number becomes available, the record will be re-assessed.

Manufacturer narrative:
Product complaint #(B)(4). D4-the device catalog number is unknown; therefore, UDI is unavailable. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2023, the patient's peri-stem fracture was confirmed. Hence, surgery for bone union is scheduled for dec 13 at this facility. No further information is available. Doi: unknown date prior to 1995, dor: (B)(6) 2023.